Event description:
A 32-yr-old male undergoing an excision of a growth in the eyebrow line between the eyes in surgery. Pt was being done under local anesthesia with anesthesia standby with IV sedation. When the electrocautery was used for a bleeder an explosion occurred which flashed flames and smoke from face tent and beneath drapes. Drapes removed immediately, oxygen discontinued and flames extinguished. Cloth drapes burned, face tent burned, face mask burned. Pt was evaluated by opthamology, anesthesia and cardiothoracic surgery. A bronchoscopy was done to determine flame damage to lungs. Pt was sedated and placed under anesthesia and intubated. He was taken to sicu. On 8/26/93, pt remains in sicu on a ventilator. He has 4.5% burns of which 1% deep thickness burns. He has sustained inhalation injury with edema and erythema to bronchi. He remains in critical condition in the sicu. Physician specilaizing in burns was consulted and evaluated the pt on 8/25/93.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.